Event description:
At 12:05pm rptr visited dr. They purchased 3 treatments of laser hair removal for the bikini line area. On the same day rptr had the first treatment performed. They had shaved at home to be prepared for a treatment but a physician's assistant who told rptr that they needed additional shaving for the treatment to be performed. She shaved the hair she needed to shave and although rptr felt unpleasant pain while she was having it rptr assumed that she was trained properly by dr and knew what she was doing. Then she started using the hair removal laser. Initially rptr did not feel any pain from the laser zaps but at one point the pain became intolerable. Coincidentally the pain was located in the first patch of skin that was shaved. She reduced the energy level of the laser because of pain. Regardless of that in certain areas rptr did not feel anything at all and in other areas the pain was substantial. Eventually the treatment finished and rptr got up and looked down to see the results. Rptr was bleeding from the areas she shaved and these same areas were areas that were hurting while she was using the laser. Rptr had been cut in at least 10 places. Rptr even started to suspect that the cuts they got in dr's office were made on purpose. Rptr will not be suprised if many of the pts of dr think that the more the laser hurts the more effective the treatment is, not realizing that co can create pain with low and ineffective levels of energy by cutting the pt's skin or even just irritating it. More treatments needed by a pt to remove hair result in more money for the office. Rptr tried to speak with the dr in charge of the laser operations and he condescended to speaking with rptr only once. He made rptr visit the location to speak with them. This is a lot of time and effort on their part and he did not even want to answer 1% of the questions rptr had. He did not tell rptr this directly, but rptr gathered from his ramblings is that they do not sterilize the laser they used and also that there had been many other bleeding pts before rptr that this laser was used on. This, he said, was normal. The use of the laser requires a substaintial physical contact of the hand peice of the laser to the skin. Rptr was shocked. In addition, rptr asked whether there are any studies that calculate the risk of disease transmission from using the unsterilized hand piece on many bleeding pts. He told rptr there are no studies. Rptr assumes the risks are the same as using a needle on different people with no sterilization. According to rptr, this laser was never approved by use on bleeding skin. There is no mention of sterilization techniques. In addition, it is very difficult to sterilize multiple use equipment against viruses.